Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer went to bolus for dinner but none of her buttons were working. Customer took out the batteries and got a button error when she placed them back in. Customer's blood glucose level was 260 mg/dl. Customer treated with a syringe. Customer's blood glucose level was high because she just had dinner. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.